Event description:
"O.r." Support supervisor reported laceration. No additional information was given by the reporter of the incident.

Event description:
The incident occurred during the initial positioning of the skull clamp. The pt was in the prone position and "while trying to increase the tension on skull clamp, the single pin slipped off and causing a laceration to the pt's scalp. It seemed to be a slippage of the ratchet." The size of the injury was one inch and located in the left occipital scalp. The laceration was stapled.